Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. However, the user did provide photographs of the defective device. The customer's reported complaint description of a fractured fiber is confirmed per provided photos. Although the complaint description is confirmed, a definitive root cause for the event cannot be determined. A possible contributing factor could be due to user technique. As stated in the IFU "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm." Although it cannot be definitively determined, the fracture of the fiber does not appear to be manufacturing or design related. Handling damage is a potential root cause for this event. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives two 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. It is highly unlikely that the product was package with this defect. Adequate process controls are in place to address this failure. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting. "Protective caps should be in place over sma connectors. Do not use if there is any sign of damage." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device is not available for return to the manufacturer for an evaluation. An investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on november 17, 2017: during an evlt procedure, the laser fiber fractured when being withdrawn from the patient. The fracture was noticed when a portion of the fiber fell to the floor. The fiber had not been completely removed from the patient when it broke, and a portion of it remained inside of the patient's leg. No surgical intervention was needed as the fracture occurred proximal to the access site leaving enough of the fiber for the doctor to grasp and remove without difficulty. There was no harmor injury to the patient due to this event. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.